Event description:
Reporter stated that patient had been receiving elevated blood glucose results (476, 517 mg/dl), while using the suspect device. Patient vomited twice, and upon the advice of their physician, called non-emergency medical services to arrange transportation to the hospital. Patient indicated that upon their arrival, their blood, glucose measured 209 mg/dl. Once at the hospital, patient's blood glucose was again measured, by the lab, with a valve of 220 mg/dl. Patient was treated for a urinary tract infection; however, no treatment was received for blood glucose concern. Control testing had not been performed on the suspect device. A request was made for the return of the suspect product and replacement product was shipped.